Event description:
This lead dislodged into the atrium, resulting in oversensing of a-fib and the delivery of multiple inappropriate shocks. This lead was explanted and has been discarded by the hospital. Should additional information become available, this event will be updated.